Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: h812962001, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-feb-2014, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 29-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 25 mg/ml concentration at 14 mg/day dose before replacement, 5 mg/ml after and prialt, 1.2 mcg/ml concentration at 0.6725 mcg/day dose before replacement, not added to new pump medications after via intrathecal drug delivery for non-malignant pain and failed back syndrome-other. It was reported that catheter occlusion occurred. No signs and symptoms were reported. Black substance was noted in old catheter when it was prophylactically replaced at scheduled pump replacement on (B)(6) 2019. Cause of event was undetermined. No complaint was reported prior to explant. At the time of this report, the issue had resolved and patient status was alive-no injury. The hcp did not want to return the catheter. No further complications were reported.